Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an osteosynthesis procedure of the right ankle on an unknown date, a cannulated screw was broken on the proximal thread. The broken screw was retained in the patient¿s bone. This report is for one (1) 4.0mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is as follows: investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: the received screw was found broken as described in the reported complaint description. The entire broken threaded-part is missing as it was retained in the patients body. Furthermore the hexagonal screw-recess is badly deformed. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Material review: the DHR review shows that the correct material was used. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Summary: our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. Unfortunately we are not able to determine the exact cause of this complaint. It is possible that the implant encountered unintended forces, such as a mechanical overload in combination with alignment issues, during insertion which most likely could have lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during an osteosynthesis surgery of the right ankle, a cannulated screw-long thread was broken on the proximal thread. The broken screw was retained on the patient because it was impossible to remove it.

Manufacturer narrative:
Part: 207.754; lot: l505356; manufacturing site: (B)(4). Release to warehouse date: 07. July 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.